Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged that the interbody placement was too deep when using the tlif/dlif inserter [transforaminal lumbar interbody fusion (tlif)/ direct lateral interbody fusion (dlif)]. No further details, or specific measurements, were provided. The surgeon completed the procedure with the use of the navigation system. Surgeon is requesting a replacement instrument.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient weight not made available from the site. Medtronic investigation of returned suspect capstone & clydesdale inserter finds minor damage to threads of the insert rod. Part navigates with a geometry error of .05-.11 and divot error will verify. No fault found. (B)(4) 2014: a medtronic representative, following-up at the site, reported the surgeon implanted the cage approximately 1cm deeper than intended; attempted to back it out but could not get it to move. The surgeon continued to use navigation for the remainder of the procedure. The reference frame was placed by percutaneous pin on the illiac crest and this implant was between l3-l4. The patient was registered using an o-arm imaging system. There was a 20 minute delay in the surgery. The surgeon updated that the patient is doing well with no adverse affects. (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.